Event description:
On (B)(6) 2013, customer discovered epithelial ingrowth on patient's right eye periphery. Patient treated with durezol. Patient complained of dry eye. Uncorrected visual acuity (ucva) on (B)(6) 2013 was 20/30 right eye and 20/25 left eye. Best corrected visual acuity (bcva) on (B)(6) 2012 was 20/20 right eye and 20/20 left eye. Follow-up information received and flap lift and rinse was performed on (B)(6) 2013. Patient treated with lubrication for dry eye. This has not significantly interfered with activities of daily living. Vision measured on (B)(6) 2013 was 20/20-2 right eye and 20/20 left eye.

Manufacturer narrative:
(B)(4). Epithelial ingrowth. Conclusion - customer is only reporting this event and did not request field service or clinical support.